Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient experienced a loss of therapy. The patient synced with the implant using the patient programmer (pp) and noted that the programmer was showing stimulation on. The patient stated that they had a fall that could be related to the issue and was calling for help with moving programs. That patient then put their daughter on the phone to help use the controller and they moved the patient from program 3 at 0.9 v to program 4 at 0.0 v. The stimulation was then moved up to 2.5 v and the patient was going to try this setting. The patient noted that they would try program 4 and if their symptoms did not improve they would see their hcp for reprogramming. No further complications were reported or were expected.